Event description:
On 4/30/99, pt found to have moderate sob and chest pain/tightness at am visit. After infusion of IV vancomycin dose, tegaderm dressing over hickman catheter at site appeared damp. Pt's gown over site damp from chest to shoulder. Pt independent with flush of catheter and disconnecting of cadd plus pump after instruction by rn's. At time of rn visit, dose had been comleted via cadd. Plus pump, and it was already disconnected by pt and clamped. Vital signs at time of event: temperature 97, pulse 80, respirations 24, blood pressure 130/70. Skin warm and dry, no cyanosis noted.